Event description:
The distributor contacted animas on (B)(6) 2013 and reported the display screen was discolored. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during testing, the text on the display screen was found to be dim/faded, discolored, and difficult to read. A test screen was inserted and functioned appropriately. Unrelated to the complaint, the audio bolus button was found to be unresponsive. The bolus button cover was removed and the internal contact was misaligned and contamination was found.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).